Event description:
Consumer called stating that her power chair will not go into reverse and also experiencing problems moving forward.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model m41fdb, serial number/date code and date of product are unknown. The owner's manual part number 1143206 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Consumer called stating that her m41fdb power chair will allegedly not go into reverse, and she is also having problems moving forward. A service center is replacing the motors under warranty. No injury alleged.